Event description:
It was reported that during an emergency room (ER) visit, the health care professional (hcp) called technical services (ts) for a consult review of this implantable cardioverter defibrillator (ICD) stored arrhythmia logbook. It was noted that the patient rhythm appeared to be atrial or sinus driven with possible rapid ventricular response (rvr). Upon review, the presenting electrogram (egm) showed that the device had delivered a burst of anti-tachycardia pacing (atp) and three shocks inappropriately in an attempt to convert patient arrhythmia. The therapy failed to convert the arrythmia. Ts advised the hcp to consult with cardiology for further device evaluation. At this time, the ICD remains in service. No additional adverse patient effects were reported.